Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the buttons on the infusion device do not function as intended and the protective rubber is damaged. No adverse event was reported. The alleged product was requested for evaluation.